Manufacturer narrative:
Report source: correction. Device identification: additional information. Device identification: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The account reported that the patient experienced non-sustained ventricular tachycardia on (B)(6) 2018. The patient was continued on amiodarone and the event reportedly resolved on (B)(6) 2018. The patient remains ongoing on vad support with no further related issues reported. Cardiac arrhythmia is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018, the patient reported to have nonsustained ventricular tachycardia (nsvt). The patient will continue amiodarone. Additional information was requested however it was not known whether the device contributed as the event occurred the day after implant. There were no reported evidence of nsvt in the patient¿s latest clinic note, and the patient is currently not on amiodarone. The patient will continue to be monitored. No further information was provided.